Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that there were no ncrs were generated during production. Review of the device history. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that a perigraft fracture of the femur has occurred. The complained screw had been engaged regularly. The next upper screw had to be changed again, because it was too long. After this upper screw was replaced, there has been detected a slight instability and the implants were checked with a x-ray. It was found that the regularly installed lower screw was broken on the head area. No patients harm results. There was a delay of 15 minutes reported. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that: the measurable dimensions locking screw were checked and found to be in compliance with the technical drawings and ao/asif specification. Material the examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-11. Conclusion investigation confirmed that the screw head from locking screw is broken off. Fractured surfaces are homogeneous which lead to assumption for a flawless material quality. Furthermore convolutions proximal are multiple damaged. Regarding the present failure mode it is unfortunately not possible to determine the exact cause for the crack and damages. We can only assume that a short term mechanical overload caused the crack and damages. A failure in material could not be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.